Event description:
Pre-filled syringe has a particle that looks like a piece of a broken glass floating in th column containing the medication. The medication is usually injected in the knee. There hasn't been any pt involvement i.e. No pt was given the injection.